Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient. A repeat procedure was performed. Intervention was not necessary. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The vacuum source was a medela pump. Lubricant was used to facilitate capsule placement but the account is sure that no lubricant went into the capsule chamber. The patient did not suffer from any adverse events during the procedure.